Event description:
It was reported that during a meniscus repair surgery, after t1 was implanted, the t2 of the fast fix 360 could not be deployed and could not be continue to use. T1 implant was left secure. The procedure was successfully completed with a delay of 5 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, after t1 was implanted, the t2 of the fast fix 360 could not be deployed and could not be continue to use. The procedure was successfully completed with a delay of 5 minutes using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed that it is not in its original packaging. The insertion device was returned in the pret2 setting with the suture and implants returned outside the channel with the knot fully open. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The investigation did not identify a definitive root cause. However, probable causes for the reported failure in this event could include: (1) the application of unintended, inappropriate, or excessive force during device use, (2) user failure to fully actuate the device during the implantation process, and (3) tolerance variability in the bending process between the needle and actuator, which could have potentially caused the actuator to become stuck or slide below the implant, preventing it from properly picking up the implant for deployment. The manufacturing process was reviewed, and a process enhancement was implemented to reduce the variability in the bending process of the actuator and needle, thereby reducing the risk of a stuck actuator within the needle. Although this potential cause has been addressed, the investigation could not conclusively determine this as a definitive root cause. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.